Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was caller said the patient has been having some issues for the past couple weeks. They had to cath the patient yesterday, and got 800 cc's last night. The handset was dead and they charged the handset and communicator. The patient said the issue has been going on for several weeks. Last night before bed they had the conversation. Patient rep stated they need to cath patient before they went to bed. Patient hates being cathed. Patient rep stated telling patient needs to communicate with them when they can't pee. Agent asked when the last time they had an issue and patient said they hadn't noticed it for a while but they didn't communicate that with patient rep. Patient rep said, patient has never made any adjustments since they got the stimulator. Patient rep wanted to know if they need to bring the communicator with them when they go anywhere. Agent explained when the phone dies the therapy doesn't quit working. The therapy is still on. The issue was not resolved through troubleshooting. The patient rep was redirected to the patient's healthcare provider to further address the issue.